Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was undergoing diagnostics but was unable to start cases because the system was not booting up completely and, therefore, could not be used. Patient studies and procedures were rescheduled. The philips field service engineer (fse) visited on-site and found that the tube was making rapid-fire noises. Upon troubleshooting, the fse could not replicate the issue, completed tube adaptation, and verified the log, finding no errors. After that, the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.